Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The health care provider stated that the device was removed top resolve the fluid at the ins site.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome and non-malignant pain. It was reported that the patient had serous fluid leaking at the ins site. The patient had their device explanted and replaced. No device allegations. The rep stated that they didn't know why the device was explanted. The patient is supposed to follow-up with the healthcare provider for evaluation.